Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The biomedical medical engineer (bme) identified the touchscreen is not functioning. The bme confirmed the reported failure. The bme replaced the touchscreen and the reported failure has been resolved. The unit has returned to service mode. There was no patient involvement.